Manufacturer narrative:
Device evaluated by MFR the kit svc 02 bi71000523 k1 relay was returned for analysis. Analysis found no fault with the device. The relay was installed in o2 system c1416 and motion and generator readied. Charging and communication were successful. 2d and 3d images were acquired. No issues were detected. The kit svc o2 bi71000225 pcba genrtr isol (rev. 1 : s/n (B)(4) kot / gr10197) was returned for analysis. Analysis found no fault with the device. The pcb was standalone tested and passed bench test, 15 vdc present at tp 7, 113 vac present at tp 24. All l.e.ds were functioning as normal and fans were operating correctly. No problem found. The kit svc o2 bi71000183 plate system cntll (rev. 1 : s/n fwx01) was returned for analysis. Analysis found no fault with the device. The control plate was installed in o-arm system c1416. The system booted and readied. The system passed motion calibration. 2d and 3d imaging passed. The system functioned as expected while under test. No problem found. The kit svc o2 bi71000577 pcba supply board (rev. 2 : s/n s1711tpa) was returned for analysis. Analysis found no fault with the device. The pcba was installed in o2 system c1416. System booted and readied without issues. Cal gains were performed and motion calibration passed. Both 2d and 3d images were taken and were successful. No problem found. The kit svc o2 bi71000577 pcba supply board (rev. 1 : s/n (B)(4) / gr10197) was returned for analysis. Analysis found no fault with the device. The pcba was installed in o2 system c1416. System booted and readied several times without issues. Cal gains were performed and motion calibration passed. Both 2d and 3d images were taken and were successful. No problem found. The kit svc bi71000226 pcba generator startr (rev. 1 : s/n(B)(4) / gr10197) was returned for analysis. Analysis found no fault with the device. The installer was installed in o2 system c1416. The system booted and readied as expected. Both 2d and 3d imaging was successful and no there were no system errors while testing. No problem found. H6) fdm 10, fdr 213, and fdc 67 pertain to the the kit svc 02 bi71000523 k1 relay, kit svc o2 bi71000225 pcba genrtr isol (rev. 1 : s/n (B)(4) / gr10197), kit svc o2 bi71000183 plate system cntll (rev. 1 : s/n (B)(4) ), kit svc o2 bi71000577 pcba supply board (rev. 2 : s/n s1711tpa), kit svc o2 bi71000577 pcba supply board (rev. 1 : s/n (B)(4) / gr10197), and kit svc bi71000226 pcba generator startr (rev. 1 : s/n (B)(4) / gr10197). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing initially suspected the k1 relay and pcba control board, and these parts were replaced. Replacement did not resolve the issue. Next the supply board and stand alone board were replaced which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system shows ¿generator not ready¿. This issue was noted outside of a procedure, and there was no patient involvement.